Event description:
The patient reportedly developed bell's palsy post implant surgery. The patient was prescribed prednisone. The patient developed swelling at the implant site. The patient continues to be monitored.